Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the previous service, dated: (B)(6) 2022, replaced ¿dso seal¿, which is related to the current complaint. There was no evidence to review in the event history log. Functional testing confirmed that the dso seal was degraded. The dso seal was replaced.

Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. Per reporter, the product fault occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.